Manufacturer narrative:
No sample device was returned for analysis. Complaint history and monarch product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A facility representative reported that a cartridge caused a pit in an intraocular lens (iol). The lens was inserted and removed from the patient's eye with no harm to the patient. Another lens was implanted instead. Additional information was requested.